Event description:
It was reported that asymptomatic patient presented in the or for device change out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead remains implanted. The patient will be monitored.